Event description:
Per the clinic the experienced a performance decrement with device use however the issue could not be resolved. The device was explanted on (B)(6) 2013 and the patient was reimplanted with another manufacturer's device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed march 21, 2014.